Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 19:51:51. During night drain cycle four, the patient's ultrafiltration reading was 1140ml, indicating the home patient (hp) drained 1140ml more than their maximum programmed fill volume of 1900ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1140 ml during therapy initiated on (B)(4) 2012 at 19:51:51, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume. Review of the event log revealed the cycle four received a partial fill. Cycle four drain was completed on (B)(4) 2012 at 02:10:22 and the user's actual drain volume during cycle four was 3038 ml. The actual drain volume of 3038 ml is 159.9% of largest prescribed fill volume (lpfv) of 1900 ml; therefore, this incident does not meet iipv criteria.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.